Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit will only power on if battery is connected, and will not power on under ac only.the customer reported that the unit was in not use on patient.